Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the device did not staple. This resulted in bleeding in the chest cavity and patient coded on the table. CPR was administered and the patient recovered. A blood transfusion in the amount of 3 liters of blood was given. Suturing was used to complete the case. Patient is stable at this time.